Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382634 and lot number 4255291. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect, needle retraction failure, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team for the reported failure mode of "leakage beyond the septum (iag bc)", a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.

Event description:
No additional information.

Event description:
It was reported that bd insyte autog bc wing needle did not retract, and blood leaked beyond the septum. The following information was provided by the initial reporter: one of our nurses just had a needle stick injury. We are having her check in now and will complete blood exposure protocol. One of my biggest concerns is that the needlestick occurred because the needle did not retract when the button was pressed after IV insertion. Also, this type of insyte is also supposed to have the blood control technology. The port needed to be occluded manually with pressure because it did not self-occlude after the needle was retracted. I will complete sfr and uor. Including xx for follow up on IV catheter. @yy below is product information from the package. I called and notified zz, nursing supervisor, and she said that they were having issues on the floor as well with this IV catheter.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The customer indicates 3 different lot numbers. Pending customer confirmation if all devices are affected as they state one is not affected but have yet to confirm the other two.